Event description:
It was reported that the patient experienced shocking and burning sensations, and migration of bilateral leads. Surgical intervention was undertaken wherein the leads fragmented and remain partially implanted in the patient.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.